Manufacturer narrative:
This is our initial report for this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer complained that a patient sample yielded a false positive reaction with seraclone anti-e. The patient sample that had caused the false positive result as well as the supposedly defective product was sent to us for quality control testing . Testing of patient sample confirmed the customer's result. Further testing by the quality control laboratory confirmed that the allegedly defective lot of seraclone anti-e functions correctly. Patient sample will be sent for molecular typing to an external laboratory. Testing by the quality control laboratory confirmed the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained that a patient sample yielded a false positive reaction with seraclone anti-e. The patient sample that had caused a false positive result was sent to us for quality control as well as the supposedly defective product. Re-testing of the patient sample confirmed the customer's result. Furthermore our quality control laboratory tested the allegedly defective lot with different e positive and negative red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. The provided patient sample was not suited for molecular typing of the rh phenotype in an external laboratory. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.